Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the p-waves had increased with stable impedance measurements and threshold measurements. Threshold testing was performed in aai and vvi modes and capture was appropriate. There was some atrial oversensing of the ventricular activity. Programming changes were attempted, but did not resolve the issue completely. The post-op x-ray confirmed the atrial lead had dislodged and was sitting in the ventricle. As a result, a lead revision procedure was scheduled. This atrial lead was successfully repositioned. No additional adverse patient effects were reported.